Event description:
A malfunction alarm was reported, though no notable events occurred prior. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided information to reset the pump, assisted the customer in doing so, and after the reset, the malfunction code did not recur. The customer was instructed to continue using the pump and advised to call back if the issue reappeared, which the customer understood.